Manufacturer narrative:
Initial and final MDR 2000440- MDR 3003442380-2024-24701 - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set leaking event on 12-july-2024. No further information available.